Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with symptoms of dizziness. Interrogation revealed that the patient¿s atrial lead¿s capture thresholds had increased and had also lost sensing. The physician suspected the lead had become dislodged. The physician attempted to reposition the lead but was unable to extend the helix so the physician explanted and replaced the lead. The patient was stable after the procedure.